Event description:
It was reported that the patient¿s stimulator was not working and needed to find a healthcare provider (hcp) to check the device. This occurred in (B)(6) 2015. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377645, lot# v003396, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).